Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and release criteria was checked. While checking the release criteria, a thrombus was noted to be present on the tip of the was. The closure device was released and successfully implanted in the laa of the patient. The physician then aspirated the thrombus out and into a syringe. The procedure was completed, and the patient did not experience any complications as a result of this event.